Event description:
It was reported to boston scientific corporation that an unknown sling (reported as an advantage transvaginal mid-urethral sling system. However, the lot number provided matches an uphold vaginal support system.) Was implanted on (B)(6)2009. According to the complainant, post-procedure, the patient experienced bleeding, dyspareunia, infections, urinary problems and pelvic pain. All other information is unknown and unavailable.

Manufacturer narrative:
The reported lot number, oml9120201, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient experienced bleeding, dyspareunia, infections, urinary problems and pelvic pain. All other information is unknown and unavailable.

Manufacturer narrative:
Correction: the reported lot number, oml9120201, was matched to an uphold vaginal support system (B)(4).